Event description:
Customer alleged, blood glucose results of 487 mg/dl, 315 mg/dl, 168 mg/dl, 214 mg/dl, and 164 mg/dl when testing was performed back-to-back on the compact system. Customer did not report symptoms, treatment or actions based on the results. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.